Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion was implanted during an endovascular procedure for the treatment of an aortic dissection with malperfusion.  It was reported on one month follow-up CT that there was a presence of a type ia endoleak. The patient had tingling in his toes and left scapula pain so the patient had multiple CT scans in may and june. The aorta has grown over time and the last image shows the aorta is now 50mm in size.  As per the physician the cause of the type ia endoleak is due to the patients own anatomy as a result of a tear at the left subclavian artery.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Core lab review of CT imaging from approximately 1, 3 and 4 months post index procedure observed no aortic enlargement, endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.